Event description:
It was reported that the pump exhibited a problem with the flange sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the l bracket. The pump history was cleared, no alarms in history relating to customer's reported problem. During functional testing the syringe flange not in place alarm was found during the syringe test. The optocoupler did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the optocoupler sensor and performed syringe test and all functional tests which passed.